Event description:
Based on information reported to davol: (B)(6) 2010 patient underwent laparoscopic removal of composix e/x mesh. The surgeon noted omental adhesion to the mesh and that the mesh appeared wavy. There were no signs of infection. It was alleged that a laparoscopic surgery was performed to treat a trocar site umbilical hernia followed by acute pain so that the mesh had to be explanted. During explantation the mesh was found wavy.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The mesh was reported to have appeared wavy. However, no sample has been returned for evaluation and no photos of the device have been submitted. Therefore, we are unable to determine what may have caused the reported condition. Additionally, no lot number has been provided; therefore, no manufacturing review could be performed. A pathology report showed receipt of the mesh, a foreign body reaction, multiple small pseudo neuromas on the removed mesh, and no signs of infection. The condition of the mesh was not described. If any additional information is received, a followup MDR will be submitted.